Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working, stuck on that screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports the time clock did not advance. Customer reported that the frozen display recurred and the screen was not completely blank. It was reported that the alarm occurred after the time that the buttons were not responding didn¿t insulin pump buttons did not begin to work in less than 5 minutes without battery change. It was reported that the customer was unable to pass the load reservoir screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current test, active current test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Missing segments/partial display not confirmed. Unexpected battery power loss not confirmed. (B)(4).